Event description:
It was reported the patient was experiencing persistent pain at her ipg site. It was also reported the patient's ipg was explanted and replaced with a smaller ipg. Follow-up information identified the patient had effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.